Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted using the two incision technique without issue. A chest x-ray was taken the next day and it was noted that the tip of the electrode had migrated from the original implant position. The electrode had an s-curve but the sense a and sense b electrodes still appeared to be in a good position. Vector selection and sensing remained in normal range. The shock impedance measurement was 77 ohms. The x-rays were sent in to boston scientific technical services (ts) for further review. A ts consultant discussed that the electrode has been placed superficially and the tip is off the sternum. In that location, there is some potential risk of erosion. The superficial placement is most likely the reason for the migration of the electrode post-implant. Additional troubleshooting was discussed. The field representative reported that they had the patient perform multiple postures and isometrics and all sensing was normal in the primary vector. No noise was observed. The s-ICD system was programmed to the primary vector at 1x gain which appears to mitigate some of the possible effects from the superficial placement of the electrode. No adverse patient effects were reported. The system remains implanted and in service.